Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an open colorectal resection procedure, could not fire farther after fired a little without cut line and the staples malformed with irregular shape. Another like device was used to complete the procedure. There were no adverse consequences for the patient.